Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hrs and no blank display or white flashing display anomalies noted. Power connector plug in and locked in place properly. The insulin pump was received with cracked case on the back at the battery tube area. The insulin pump was received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump was received with broken belt clip rail. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump display screen displays a white screen every few hours and that insulin does not always deliver properly. Customer indicated that he has to fiddle around with the pump in order for the screen to reappear. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hrs and no blank display or white flashing display anomalies noted. Power connector plug in and locked in place properly. The insulin pump was received with cracked case on the back at the battery tube area. The insulin pump was received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump was received with broken belt clip rail. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.